Manufacturer narrative:
H3: the product analysis found that visually, the pouch was open from 3 of 4 sides when returned. There was no damage noted to the hub or the diamond tip. However, the diamond tip shaft was loose, and it was easily removed from the curved tube. The diamond tip shaft was broken 5.69 inches from the diamond tip to the broken point of the shaft. There were striations and discoloration at the broken point of the shaft. There were also striations noted on the curved tube. Functionally, the device was in a damaged condition upon returned, and due to that the functional testing was not performed. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the surgeon opened the package and install to the motor, then testing run and he feel the drill bit was not running, then he tries to touch the diamond part, and noticed the burr part was loose and can be taken out. The procedure was delayed by one minute and the procedure was completed with backup product(s). There was no patient impact.

Event description:
Additional information received states that the diamond part was already loose from the start and no fragments were detached from the device.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.